Event description:
A report was received that the patient was experiencing frequent ipg charging. The patient had previous revisions on which electrocautery was used. Database analysis revealed that the device exhibits premature battery depletion. The patient will undergo battery replacement. Monopolar electrocautery is a known source of high voltage transient signal and current company labeling warns against the use of monopolar electrocautery. (Physician¿s implant manual 9055940-001)

Event description:
A report was received that the patient was experiencing frequent ipg charging. The patient had previous revisions on which electrocautery was used. Database analysis revealed that the device exhibits premature battery depletion. The patient will undergo battery replacement. Monopolar electrocautery is a known source of high voltage transient signal and current company labeling warns against the use of monopolar electrocautery. (Physician¿s implant manual 9055940-001) (when we know electrocautery was used in the initial)

Event description:
A report was received that the patient was experiencing frequent ipg charging. The patient had previous revisions on which electrocautery was used. Database analysis revealed that the device exhibits premature battery depletion. The patient will undergo battery replacement. Monopolar electrocautery is a known source of high voltage transient signal and current company labeling warns against the use of monopolar electrocautery. (Physician¿s implant manual 9055940-001)

Manufacturer narrative:
Additional information was received that the patient underwent a pocket revision wherein the ipg was replaced with a new one as it was damaged during the previous procedure. The patient was reportedly doing well post-operatively. Device evaluation indicated that the ipg passed visual, performance and photographic imaging tests performed. The complaint of difficulty charging was confirmed. Sleep current was out of the expected range. Depletion rate with stimulation turned off was higher than expected. The analog integrated circuit (aic) damage resulted in rapid battery depletion of the ipg. Monopolar electrocautery procedures are a known source of high-voltage transient signal that can damage the aic-u1, reference (B)(4). The use of electrocautery during the revision resulted in the reported complaint.